Manufacturer narrative:
It was reported a controller ac adapter with a low contact in the power supply cord. The controller ac adapter, (B)(4), was not returned for evaluation despite multiple attempts to obtain the device. A review of the manufacturing documentation confirmed that the associated controller ac adapter met all requirements for release. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported "low contact in the power supply cord" may be attributed, but not limited, to an open circuit along the output cable or output connector. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's controller ac adapter had a loose contact in the power supply cord. There were no reported patient consequences.